Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. Although promised, neither the relevant films or the filter has been returned for evaluation to date. As stated, the patient is asymptomatic. It is unknown if patient or procedural factors contributed to this event. Based on the information reported, the results of this investigation are inconclusive and the root cause is unknown. The information for use for this device states: complications may occur at any time during or after the procedure. Filter fracture is a known complication of vena cava filters. There have been some reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases, however, have been reported without any adverse clinical sequelae.

Event description:
It was reported by the physician that a patient with lymphoma who had a recovery filter implanted 17 months ago returned to the hospital to have a bone scan and survey. During those procedures, it was noted that 2 of the recovery filter arms were located in the pulmonary artery. A review of films taken one month after filter implant showed the arms were located in the pulmonary artery at that time. Although the patient has been asymptomatic, the patient requested that the filter be removed.